Manufacturer narrative:
The breach in aseptic technique was further described as due to ¿changing caregiver.¿ the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Sixteen days after the receipt of this report, the patient did not respond to peritonitis treatment; therefore, the patient¿s catheter was removed and the patient was transferred to hemodialysis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis pediatric patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made an unspecified error. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment for the event was unknown. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.